Event description:
It was reported to philips that the system failed to power on due to an issue traced to the mpd control unit on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpd control unit and fuse f10, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).